Event description:
It was reported that the customer received alarm 2 followed by alarm 26, indicating a possible occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Corrective actions included instructions from technical support to perform a series of troubleshooting steps involving disconnecting tubing and delivering boluses. The occlusion alarms recurred initially but were ultimately resolved after further instructions, and the bolus was completed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy.